Manufacturer narrative:
The insulin pump was received with a frozen display due to corroded electronic assembly and motor.

Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that the insulin pump buttons are not responding and that he has moisture on the screen. Nothing further was reported.